Manufacturer narrative:
The user facility has removed the table from service; however, requests by steris for access to the surgical table to inspect it have not been granted. It was reported by the patient's family that the patient weighed (B)(6) on the day of the procedure; the labeled weight limit for this surgical table is 300 pounds. There are warning labels present on the table which state: 'tipping hazard can cause patient or user injury. Do not exceed 300 lb maximum weight.' Additionally, the operator manual states: "the 2080 surgical table is designed to safely support and position a 300-lb patient with floor locks engaged and body weight appropriately distributed to attain standard surgical positions." Steris does not maintain this surgical table. The user facility uses a third party servicer to perform maintenance. It was reported by the complainant that the table had a service sticker which indicated the last service performed on the table was in 4/2006 and the next test was due in 4/2007. It is not known if further service was provided. The table subject of this event was manufactured in 1999 and has exceeded its expected useful life of 10 years.

Event description:
It was reported that during a surgical procedure, the head of the surgical table detached and subsequently the patient's head struck the floor. The user facility transferred the patient to a new operating room and successfully completed the procedure. Following the patient's discharge, the user facility requested the patient to return for a cat scan and determined that he sustained a head injury. Requests for additional information on the patient's current status have not been fulfilled.